Manufacturer narrative:
The customer's calibration and qc data were acceptable. The investigation determined the next recommended calibration was past due. Per product labeling: "renewed calibration is recommended as follows: after 1 month (28 days) when using the same reagent lot." The sample's clotting time was insufficient according to the tube manufacturer's recommendations. Based on the available information, the investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). The investigation is ongoing.

Event description:
The initial reporter received a questionable high troponin t high sensitive stat result for one patient tested on a cobas e411 disk. At 16:00 p.m., the patient¿s initial troponin result was 398.2 pg/ml with a data flag. The initial result was reported outside the laboratory. At 19:24 p.m., a new sample was drawn and the troponin result was 4.93 pg/ml. At 19:55 p.m., the initial sample was repeated for confirmation and the result was 3.87 pg/ml. Troponin reagent lot number was 416797 with an expiration date nov-2020.